Manufacturer narrative:
(B)(4). (B)(4) stent loop broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial proximal release uncovered stent was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 2 cm anastomotic stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician deployed an ultraflex tracheobronchial stent; however, the physician noted that the proximal loop of the stent broke. The physician used a forceps to remove the ultraflex tracheobronchial stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed ultraflex tracheobronchial stent was returned for analysis. Inspection of the stent under magnification reveals that the stent wire knot was not intact. However, a photo was provided by the customer shows what appears to be the wire knot failure on the deployed stent inside the patient. It also showed that the stent retention suture had been pulled at a point at or adjacent to the wire knot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. Review and analysis of all available information fails to indicate a root cause or probable root cause. A labeling review was performed and from the information available, this device was not used in accordance with the labeling. The dfu states; ¿ultraflex tracheobronchial stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms¿ and is contraindicated for ¿any use other than those specifically outlined under indications for use¿. In this case, the device was used to treat a lung transplant anastomosis.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial proximal release uncovered stent was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 2 cm anastomotic stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician deployed an ultraflex tracheobronchial stent; however, the physician noted that the proximal loop of the stent broke. The physician used a forceps to remove the ultraflex tracheobronchial stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.